Event description:
Procedure: vats. According to the reporter: the surgeon fired on the airway. Staples did not form properly and the airway leaked. The procedure was converted to open. Amount of or time delay was over 1 hour. Bleeding occurred but the amount of blood loss or if a transfusion was needed could not be reported.